Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead dislodged due to patient anatomy. The lv lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.